Event description:
A report was received that a small section of the ipg broke the patients skin. It was noted that the ipg was coming out of the skin and was contaminated. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients pocket site was moved lower in the flank. The patient was also placed on antibiotics. The patient was doing well.

Event description:
A report was received that a small section of the ipg broke the patients skin. It was noted that the ipg was coming out of the skin and was contaminated. The patient underwent an ipg replacement procedure and was doing well postoperatively.